Event description:
It was reported that non-sustained right ventricular oversensing determined to be post paced t wave oversensing (pptwos) was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. There were no patient consequences.

Event description:
New information received notes that during routine interrogation a re-occurrence of t wave oversensing was observed. Programming changes were completed. The patient was asymptomatic and no t wave oversensing was observed following programming. The patient was stable.